Manufacturer narrative:
Device has not yet been returned to manufacture. Product no returned to manufacture.

Event description:
The dentist reported that it attempted to seat implant with hand wrench but the implant jammed with the wrench attachment and came out.

Manufacturer narrative:
The unknown hand wrench attachment associated with this complaint was not returned. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).